Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endoscopic radical esophageal cancer procedure, the handle was stuck after installation of staples, causing the device not to fire. The device was changed with the same model to complete the procedure. It was also reported that the device was difficult to unload. There was no patient injury.